Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "right mrh revision. Pt. Presented with complaints of femoral pain. Imaging determined the mrh femoral construct was loose, requiring revision. Original dos is unknown. Revised the femur to the components listed in the attached surgery sheet. Tibial components were left in-situ, no complaints filed against the components themselves." Rep confirmed that no further information will be released by the hospital or surgeon.